Event description:
It was reported that the stent partially deployed. An innova-EU 8x40x130 was selected for use in the moderately calcified superficial femoral artery lesion. The target lesion was predilated. The innova delivery system was advanced over an 0.035" non-boston scientific guidewire into the non-boston scientific guide sheath during a crossover intervention. Advancement through the sheath proved difficult. Upon withdrawing the delivery system from the sheath, it was discovered that approximately 1 cm of the stent had deployed, even though the yellow safety lock was still in place. A second innova stent was subsequently used without any technical issues. The patient was treated successfully, and there were no patient complications.

Manufacturer narrative:
Device evaluation: the device was received with the stent partially deployed on the delivery system, confirming inadvertent deployment of the stent. The device could not be advanced though a sheath due to the inadvertent partial stent deployment, confirming an advancement issue. The sheath of the device was found to be kinked. No other issues were found with the device during analysis. The unreported sheath kinking noted during device analysis most probably occurred due to an interaction between the user and the device. At which stage of the procedure it occurred (during preparation /handling post procedure) cannot be established.

Event description:
It was reported that the stent partially deployed. An innova-EU 8x40x130 was selected for use in the moderately calcified superficial femoral artery lesion. The target lesion was predilated. The innova delivery system was advanced over an 0.035" non-boston scientific guidewire into the non-boston scientific guide sheath during a crossover intervention. Advancement through the sheath proved difficult. Upon withdrawing the delivery system from the sheath, it was discovered that approximately 1 cm of the stent had deployed, even though the yellow safety lock was still in place. A second innova stent was subsequently used without any technical issues. The patient was treated successfully, and there were no patient complications.